Event description:
It was reported the patient had been getting a lot of ¿shocks.¿ it was stated that it affected the patient¿s left leg worse than their right leg and it also went up their back. It was indicated that it hurt all the time and it would make the patient lose their balance. The issue began about four months prior. The patient had seen their healthcare provider regarding the shocking. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v471354, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).